Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Upon opening the cassette compartment, there were visual indications of dried fluid within the cassette membrane. There were no dry particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cause of the dried fluid could not be determined. A simulated treatment was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The cycler was powered off during the treatment test. When the unit was re-powered, it successfully completed the power fail recovery sequence and the treatment was able to be resumed. The cycler underwent and passed a patient sensor calibration check. The cycler tested positive for glucose. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found visual evidence of dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the back of the cassette when removing the cassette after cancellation of pd treatment. The patient's contact reported receiving a power fail recovery failed after rebooting the cycler and an air detected in cassette alarm during an unknown phase prior to the leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient's contact was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer. It was reported that an alternate treatment option was available. Additional information has been requested, however to date has not been received. The reported cycler was scheduled to be picked up and returned to the manufacturer for physical evaluation. The availability of the reported cassette is unknown.